Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a red alert due to high out-of-range shock impedance measurements greater than 125 ohms. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a red alert due to high out-of-range shock impedance measurements greater than 125 ohms. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) during the same procedure. No additional adverse patient effects were reported.